Manufacturer narrative:
E1: initial reporter address: no.1, (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of a peritoneal dialysis (pd) transfer set was unable to close; further described as "completely cannot close". This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including torque engagement testing was performed with no issues noted; the device performed within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.